Manufacturer narrative:
Although the reported pump stop event was confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log file captured multiple pump stop events between 8:07am and 1:07pm on (B)(6) 2018. Each of the events occurred while the system was operating on the battery and backup battery. The system resumed operating at the set speed following the events and no further low speed or pump stop events were captured during the final hours of the log file. The cause of the captured events could not be conclusively determined. The approximately 17" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline found some shield breakdown under the connector bend relief and approximately 12.5" from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. No further issues were reported following the repair. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that multiple pump stoppages occurred while the pump was supported on external batteries and the system controller backup battery. Log files reviewed by the manufacturer's technical services confirmed the pump stoppages. Technical service performed a percutaneous lead (driveline) replacement on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Corrected information: additional device information: model number ¿ 104911, catalog number ¿ 104911, expiration date ¿ 31aug2014, UDI: (B)(4). Additional information: operator of device ¿ health professional, device available for evaluation? ¿ yes, occupation ¿ other health care professional - vad coordinator, initial reporter also sent the report to FDA? ¿ unknown selected, approximate age of device - 5 years, 7 months, date received by manufacturer ¿ 29aug2018, follow-up type : correction and additional information ¿ selected, device manufacture date ¿05oct2012, usage of device ¿ initial use of device. Manufacturing evaluation conclusion additional information: multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The patient remains ongoing on vad support. The hmii lvas IFU provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to such events. The heartmate ii lvas patient handbook warns the patient to always connect to ac electrical power through the power module for sleep or when anticipating sleep and to use battery power only when awake and able to respond to system alerts and alarms. This IFU and patient handbook also outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad driveline have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.